Event description:
Consumer complaint of low blood results. Caller normally is around 100mg/dl fasting. Last 5 results in memory were 44mg/dl, 80mg/dl, 66mg/dl, 49mg/dl, 55mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (44) and the normal result (100) is located in zones b/c. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill.

Event description:
Consumer complaint of low blood results. Caller normally is around 100mg/dl fasting. Last 5 results in memory were 44mg/dl, 80mg/dl, 66mg/dl, 49mg/dl, 55mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (44) and the normal result (100) is located in zones b/c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).